Event description:
Customer reported obtaining back to back blood glucose results of 413 mg/dl and 128 mg/dl on the advantage system. Quality controls were run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.